Event description:
(B)(4). I go months with no periods. My skin/ scalp is excessively dry (its extremely embarrassing). I have a hard time eating food because of the terrible metal taste I always have in my mouth. I cant wear jewelry with getting itchy and breaking out. I have no sex drive, seriously none. I have pinching cramping pain between my periods. I can feel the devices pulling on my insides if I move a certain way. When I am actually on my period my cramps are so unbearable I hate getting out of bed, and I get sick to my stomach. I have headaches that get so bad I get blurred vison and throw up. I have been dieting and exercising for a year and cant lose weight. I look like I am 7 months pregnant all the time. I have ridiculous mood swings. My hair falls out at an alarming rate (seriously I am afraid I am going to end up bald). I have back pain all the time.